Event description:
It was reported that during a total knee surgery the device was loose, resulting in inaccurate value outputs during the tibial resection. No impact to the patient or clinically significant delays were reported with this event.

Manufacturer narrative:
The reported event the tracker/anchoring pin is loose was not confirmed as the product was not available for investigation.

Event description:
It was reported that during a total knee surgery the device was loose, resulting in inaccurate value outputs during the tibial resection. No impact to the patient or clinically significant delays were reported with this event.